Manufacturer narrative:
Visual inspection: during the investigation, a significant deformation of the progav 2.0 was determined and scratches on both valves. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Internal inspection: after dismantling of the valves, no deposits were found. Results: damage to the housing of the progav 2.0 valve was detected. The damage explains the malfunctioning click mechanism that was observed. At the time of the investigation, we are unable to determine how the damage occurred. It can be ruled out that the valve left christoph miethke gmbh & co kg in this condition. Traceability records show that the product passed all quality tests. The investigation of the returned item is now complete with the preparation of this report. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx595t) was implanted on (B)(6) 2025. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.